Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
At lot.nr: htfbf3 the saline solution has gone behind the pressure valve so that there is no pressure to the cement could be rebuilt.

Manufacturer narrative:
Two (2) confidence spinal cmt 11cc systems [product code: 2839-10-000] were returned to the complaints handling unit (chu) for evaluation. Visually nothing could be found wrong with the confidence pumps. The two pumps were then filled with water and pressurized until the safety valve engaged and there was no water leakage from the pumps, the cement reservoirs, or any of the connectors. No difficulties engaging and disengaging between the connections of the rectus connector and the injector piston connection was observed. Pumps were then tested with a pressure gage to ensure the output of the correct pressure. The pump pressure results are within the specification. As such, the confidence pumps are functioning as intended with no affect on product form, fit or function. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause analysis for the confidence pumps is deemed not necessary as no device failures have been identified in this complaint file. The confidence pumps were functioning as intended. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.